Manufacturer narrative:
During the treatment with hyalart (european hyalgan alternative brand name) the patient experienced the following events: injection site joint inflammation and fever (pt: pyrexia). The events injection site joint inflammation and pyrexia are assessed as serious considering that the events led to hospitalization. The events injection site joint inflammation and pyrexia are assessed as listed as per current rsi of hyalart solution for injection. The events injection site joint inflammation and pyrexia are assessed as possible according to who-umc causality assessment. In fact, based on information received, there are reasonable temporal relationships and known risks of joint infection following intra-articular injections. However, alternative explanations such as procedural contamination could not be excluded, and key clinical details were missing. Based on the available information the case is assessed as serious, listed, possible related to drug.

Event description:
This case refers to a female patient (53 years old, initials: m.a.) Who reported that after a first-time injection of hyalart (european hyalgan alternative brand name, batch number and expiry date are unknown) in her knee, that she experienced a purulent inflammation in the knee joint and fever. No concomitant drug was injected into her knee. As treatment, the antibiotic vancomycin was injected into the inflamed knee but did not show any effect. The pharmacist reported that the patient is in clinical care. No further information was reported.